Event description:
It was reported that during sub-mandibular surgery the tip of the jaws broke off and fell into the patient. All the pieces were retrieved. Another device was used to complete the case with no patient consequence. No device to be returned.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.